Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed, de novo target lesion was located in the calcified and moderately tortuous unspecified vessel located below the left knee. A 2mm x 20mm x 142cm sterling es otw balloon catheter was advanced to the target lesion and ruptured at 4 atms upon the first inflation. The procedure was successfully completed with a 1.5x20mm sterling es balloon catheter. There were no patient complications and the patient's condition was listed as "good".

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)